Event description:
Caller tested 3.9 inr on the coaguchek xs system. The caller reported having chest pains and went to the emergency room (ER), where a comparison lab returned as 1.9 inr. The caller was treated with a sodium IV, and received iron. She left the hospital 4 hours later. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.